Manufacturer narrative:
Information taken from complaint -log files- battery switching seen frequently in log files. (B)(4) have erroneous cycle counts according to log files. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. An isolated alarm that self corrects would not be likely to cause or contribute to death or serious injury. Per design the controller is set and expected to alarm in order to alert the user under certain pre-set conditions. In this situation the controller continues to power the pump. This will result in user annoyance with no affect the function of the pump. If the alarm does not correct itself or there are multiple occurrences of the alarm it is indicative of a fault in the continuity of pump-to-pump controller electrical connections or controller component or pump malfunction. This may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. Investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. Do not attach the alarm adapter to a controller connected to the running pump. The alarm adapter silences the "no power" alarm and should only be attached to a controller that has failed or malfunctioned and is no longer connected to a pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports ( 3007042319-2015-02169, 02170, 02171, 02172 and 02173) submitted for devices related to the same event.

Event description:
It was reported by medical personnel that a patient performed an elective controller exchange due to repeated single beeps coming from the controller (patent states over a hundred). The patient would check power source connections during the beeping, disconnect and reconnect with resolution of the alarm. The patient tolerated the controller exchange with no reported consequences or impact. When the patient went to the clinic the equipment was inspected and found to have no visible damage to power connection pins or guides on controllers or batteries. New backup controller was issued by the site on (B)(6) 2015. The batteries have been taken out of use by the site and replaced. Meeting scheduled with clinical engineering, patient and clinicians at the facility on (B)(6) 2015 to discuss log files and examine equipment.

Manufacturer narrative:
(B)(4) was not analyzed per d02898. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. This potential malfunction could have contributed to the reported event. Investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated under a CAPA and correction is currently being implemented under field safety corrective action (fsca). Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of five reports (3007042319-2015-02169, 02170, 02171, 02172 and 02173) submitted for devices related to the same event